Manufacturer narrative:
Received one device, service history review identified there was no indication that the complaint was related to a service of the device within the review period. Initial customer report indicates a problem with the downstream occlusion sensor (dso) seal, during the visual inspection it was found the dso seal was degraded, the dso seal was replaced with a new one. Device passed all tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) was ripped sensor seal and required a software upgrade. This occurred during testing, and there was no patient involvement.